Manufacturer narrative:
This report is being sent to correct our previous submission. This complaint was initially submitted as reportable. Follow up review identified a rep device thus the report is taken down to non-reportable. Further, this notification was reviewed due to good faith effort (gfe) information received. Per gfe response received, no further information was provided regarding the reported event. The patient reported that they received a replacement device that is working fine. Good faith efforts yielded no additional information that would amend the previous clinical assessment. Therefore, the previous disposition as stated within the clinical assessment remains as stands. No further action is required. If additional information is obtained about this event, please send it to the pms clinical expert for review.

Event description:
This notification was opened for review for information received that a dreamstation auto CPAP device stopped working and the patient has been hospitalized due to the lack of treatment from the device malfunction. Patient further claimed his chest was hurting and caused significant damage due to lack of oxygen.